Manufacturer narrative:
Device inspection and evaluation found screen is not coming out due to damage of ccd (charge-coupled device) unit. The reported issue was confirmed. In addition, the following findings during device inspection were found: there is gap at the adhesive part of ar (a-rubber). El (electrical)-connector deformed. Adhesive around ob (objective) lens deteriorated. Distal end scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, screen is blackout. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.